Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.3. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 300 mg/dl while wearing the pod on their arm between 4 and 24 hours. The patient administered multiple corrective boluses, which were ineffective. Symptoms reported include nausea, lightheadedness, sweating and headache. The patient was diagnosed with hyperglycemia. The patient had gone to the hospital for a scheduled surgery, but it was postponed due to high sugar levels. The patient was treated with insulin. The patient also stated they had a power port put in for intravenous (IV) access and infusion access. The patient was reported to be severely anemic and needed IV iron infusion because they cannot tolerate oral iron due to gastroparesis. The patient was discharged on (B)(6) 2026, after approximately 8 to 10 hours.